Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was broken and had black dots on screen which making it hard to read. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to cracked and bleeding lcd.